Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Call came through technical services, dealer no longer on the phone. Dealer wanted to know how to adjust gas lock cylinders, due to the drive wheel was off the ground just spinning.